Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required was not provided. A search of the complaint database by product code found no other reports for this product code. Review of the as400 found this product code was made inactive in january of 2004. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The surgeon was revising patient's hip when the small hook broke off. The patient had an old stem with a metal distal tip sleeve. The sleeve did not come out with the stem. The sleeve was covered in bone. After various methods to remove the bone holding the sleeve in place the surgeon attempted to remove the sleeve using the small hook.the tip came off in the femoral canal and wasn¿t retrieved.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.